Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer stated that the insulin pump was to suspend before low limit at 80 mg/dl and customer was 72 mg/dl and insulin pump was still delivering insulin. No harm requiring medical intervention was reported. The reservoir is not expected to return for analysis.